Event description:
Reportedly, the instrument was positioned and fired on lung vein but did not reopen properly. The firing wire was cut to reopen the jaws. The staples were formed properly. No pt injury.